Event description:
Complainant alleged that the clinicians had been pacing a female patient(age unk) at a high ma rate(actual ma and ppm rates unk) for over an hour when the device screen went blank and the device shut down. The patient then went into ventricular fibrillation. The clinicians then obtained another device to treat the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.